Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump start button having to be pressed three times to start the pump was confirmed. The system controller event log file contained events after the pump had started on 14feb2023 and did not capture when the pump was first started due to the event being overwritten by newer data, per design. No notable events or alarms were observed within the controller event log file. The submitted lvad event log file captured the start-up of the pump being interrupted twice before a successful start-up occurred the third time that the pump start button was pressed. No notable findings were observed after the pump started. The observed findings appear consistent with an unknown event interrupting start-up before the pump attempted to levitate the rotor. However, because the corresponding submitted system controller event log file did not capture the reported event, a specific cause for these findings could not be conclusively determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system¿, including how to start the pump from the clinical view of the heartmate touch app. Chapter 5 ¿surgical procedures¿ also explains how to start the pump using the heartmate touch app. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during pump implant and while utilizing the heartmate touch to start the pump at 3000 rpm, the pump did not accept the "start pump" command after two separate attempts. The pump started normally during priming with no issues; the pump was deaired with the outflow graft (ofg) clamped. The driveline was confirmed to be appropriately connected, and the pump start button was noted to be illuminated. The pump start button was confirmed to be pressed appropriately. The pump started at 3000 rpm on the third attempt. No equipment was exchanged.

Event description:
Additional information: further review of the log files revealed that after priming, the command to start the pump was successfully sent by the heartmate touch twice, and the pump had received the command twice; however, the pump did not start. It was not until the third command sent by the heartmate touch that the pump started as intended. This indicated an issue with the pump. Related pump MFR # for the pump: 2916596-2023-02388.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files were reviewed following the reported event of the pump not accepting the command from the heartmate touch to start the pump on two separate attempts. The pump not starting on the first two attempts will be addressed under MFR report # 2916596-2023-02388. Review of the pump event log files confirmed the reported event that after priming, the pump did not start after receiving two separate start pump commands from the heartmate touch. The pump then received a third start pump command and started without issue. No further issues were observed after the pump was started. The controller event log files did not capture when the pump was first started due to the event being overwritten by newer data. No atypical alarms were captured in the controller event log file and the pump operated at the fixed speed without issue. The heartmate touch was not returned for evaluation. The reported event could not be correlated to an issue with the heartmate touch. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system¿, including how to start the pump from the clinical view of the heartmate touch app. Chapter 5 ¿surgical procedures¿ also explains how to start the pump using the heartmate touch app. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (doc #100167125, rev. B) under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch. No further information was provided. The manufacturer is closing the file on this event.